Event description:
It was initially reported that the patient had a history of cardiac or respiratory problems. It is unclear if the problems were cardiac or respiratory and if they were related to vns. There was no further information provided. Good faith attempt for additional information have been unsuccessful to date.

Event description:
Additional information was received that the cardiac and respiratory issues that the patient had was a history of pneumonia. The pneumonia that the patient has had had previously been reported as not related to vns. No additional information about this event was provided.